Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additionally, the lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic colectomy, the clip fell off the jaws at the 1st firing. Another clip was fed into the jaws and the device was fired outside the patient for functionality, but it was unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.